Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, guided the caller through the process, and successfully resolved the issue, allowing the caller to start their sensor session without further errors.